Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma and arthritis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam since (B)(6) 2014, amitriptyline and midazolam for depression and anxiety, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain as well as doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), autoimmune disorder ("autoimmune"), migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, genital haemorrhage, metrorrhagia, migraine and headache had resolved and the vaginal haemorrhage, depression, anxiety, abdominal pain, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. On (B)(6) 2013- she performed dilatation and curettage surgery. Plaintiff received treatment for pain, bleeding, autoimmune, psych injury, bladder/urinary problems, other injuries/symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074 manufacture date: 2011-12 expiration date: 2014-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, autoimmune, migraine, headache, post removal complications added. Events outcome were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma and arthritis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam since (B)(6) 2014, amitriptyline and midazolam for depression and anxiety, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain as well as doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) of 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. On (B)(6) 2013- she performed dilatation and curettage surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074 manufacture date: 2011-12 expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- abdominal pain. Events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma and arthritis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam since (B)(6) 2014, amitriptyline and midazolam for depression and anxiety, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain as well as doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) -2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on 1-jan-2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. On (B)(6) 2013- she performed dilatation and curettage surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074 ,manufacture date: 2011-12 , & expiration date: 2014-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: plaintiff fact sheet was received. Event added from pfs- abdominal pain. Events onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma and arthritis. Concomitant products included alprazolam since (B)(6) 2014, doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074 manufacture date: 2011-12 expiration date: 2014-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma, arthritis, cesarean section, tinnitus, urinary tract infection, abdominal pain, pulmonary embolism, colon cancer and recurrent abortion. Concurrent conditions included body mass index normal. Concomitant products included alprazolam since (B)(6) 2014, amitriptyline and midazolam for depression and anxiety, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain as well as doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), autoimmune disorder ("autoimmune"), migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, genital haemorrhage, metrorrhagia, migraine and headache had resolved and the vaginal haemorrhage, depression, anxiety, abdominal pain, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. On (B)(6) 2013- she performed dilatation and curettage surgery. Plaintiff received treatment for pain, bleeding, autoimmune, psych injury, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074, manufacture date: 2011-12, expiration date: 2014-12 . Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 34-year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm of unspecified site, asthma and arthritis. Concurrent conditions included body mass index normal. Concomitant products included alprazolam since (B)(6) 2014, amitriptyline and midazolam for depression and anxiety, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012 for pelvic pain as well as doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), autoimmune disorder ("autoimmune"), migraine ("migraine"), headache ("headache") and post procedural complication ("post removal complications"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, genital haemorrhage, metrorrhagia, migraine and headache had resolved and the vaginal haemorrhage, depression, anxiety, abdominal pain, autoimmune disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. On (B)(6) 2013- she performed dilatation and curettage surgery. Plaintiff received treatment for pain, bleeding, autoimmune, psych injury, bladder/urinary problems, other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:927074, manufacture date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, autoimmune, migraine, headache, post removal complications added. Events outcome were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 927074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, hypothyroidism, anemia, aneurysm, asthma and arthritis. Concomitant products included alprazolam since (B)(6) 2014, doxazosin since (B)(6) 2014, ipratropium bromide (atrovent) since (B)(6) 2015, levothyroxine since (B)(6) 2015, lisinopril since (B)(6) 2014, nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, urinary tract infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract infection, psychological or psychiatric problems condition: anxiety, depression and mental anguish. Outcome of event pelvic pain were updated. Device category changed from device other event to incident. Concomitant drug, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.